Manufacturer narrative:
It was reported that the front end printed circuit board and motor controller printed circuit board were replaced due to traces of saline found on them. After replacing the parts atmospheric, shuttle and drive calibrations were performed successfully and the iabp was cleared for clinical use.

Event description:
The customer reported that at startup during a self test, the intra-aortic balloon pump (iabp) was showing electrical test fails code # 50. As per the faults logs, the iabp encountered electrical test fails code #50 and #52 once. The customer discarded the iabp and another iabp was being used by the time this one was repaired. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The biomedical engineer reported that after inspecting the iabp they found traces of a saline spill on the front end board, and the motor controller board. They have ordered replacement boards and will repair the iabp once the parts have arrived. Additional information has been requested, but not yet received. If any further details are provided a supplemental report will be submitted.

Event description:
The customer reported that at startup during a self test, the intra-aortic balloon pump (iabp) was showing electrical test fails code # 50. As per the faults logs, the iabp encountered electrical test fails code #50 and #52 once. The customer discarded the iabp and another iabp was being used by the time this one was repaired. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.